Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a shunt in an unspecified vessel. A 7.0 x 40 75cm mustang¿ balloon catheter was advanced for pre-dilation; however, the balloon catheter became stuck with the 035 non-bsc guide wire and the devices were removed together. The procedure was then successfully completed with a new guide wire and a new balloon catheter. No patient complications were reported and the patient's condition was good.